Event description:
It was reported that underfill/low draw occurred while using the bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 2,000 occasions. The following information was provided by the initial reporter: the hospital reported underfilling bd citrate tubes (2,7 ml, ref (B)(4). Bd kam tested and confirmed that the tubes were underfilled with water after standard procedure of tube checking.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Bd was unable to determine the root cause of the customer's issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported that underfill/low draw occurred while using the bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 2,000 occasions. The following information was provided by the initial reporter: the hospital reported underfilling bd citrate tubes (2,7 ml, ref 363079). Bd kam tested and confirmed that the tubes were underfilled with water after standard procedure of tube checking.